Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information were unsuccessful. Attempts to obtain the patient information were made via email and phone. Attempts to gain dates for initial procedure or date when interventional surgery was performed were unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information obtained indicated the foreign body is believed to be a bmw .014 guidewire, but it is unconfirmed. The patient was sent to another facility to have the foreign body removed. The physician is unsure if the patient had other procedures with other physicians relating to this diagnosis between the time the physician treated the patient approximately 7-8 weeks ago as of (B)(6) 2017 or when the foreign body was identified and/or removed. The physician indicated they have no more information to provide. The lot number, serial number and UDI number is unknown as the facility was unable to provide any information about the catheter device other than product type. A review of the customer's purchase history indicates 45 devices from 14 lots were shipped to the facility between (B)(6) 2016 and (B)(6) 2017 when the event was reported to the manufacturer. Lot history was reviewed for each of the 14 lots; all lots met release criteria prior to shipping. No physical product investigation was possible as the device was not returned. Device manufacture date is unknown as no serial or lot number was provided and device was not returned. Based on the information provided to date, the manufacturer's senior clinical scientist indicates it is extremely unlikely the manufacturer's device reportedly used in the peripheral procedure is related to the pericardium event reported. Customer is unable to provide lot number or serial number; therefore, documentation related to the device (complaint database/sfdc, ncr database, etc.) Cannot be reviewed. This complaint will be monitored as part of complaint data analysis.

Event description:
On (B)(6) 2017 the facility reported during a peripheral procedure the manufacturer's catheter was used for a venous ivus procedure. Completed the procedure with no problem. At the time of the procedure the doctor didn't have any resistance or trouble with the procedure. The patient came back to the facility. Then the patient came back [returned] with discomfort. They took an x-ray and found that there was a foreign body in the patient. Found a wire in the pericardium. They were able to remove the foreign piece from the body. This event is being reported in an abundance of caution because additional intervention was performed after a procedure in which one of our devices may have been in use.